Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique. Test strip UDI# ((B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call.

Event description:
Consumer reported complaint for erratic blood glucose results. Father is calling on behalf of the customer. The customer is concerned with back to back results obtained of 73 an 369mg/dl (non fasting). The expected fasting blood glucose test result range is 100 to 120mg/dl. The customer did report symptom of headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the bedroom and purse. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 05/29/2019 and open vial date is 3 days ago. The meter memory was reviewed for previous test result history: result 1:73mg/dl date: (B)(6) 2018 time:12:30pm non- fasting, result 2:369mg/dl date:(B)(6) 2018 time:12:24pm non- fasting, result 3:125mg/dl date:(B)(6) 2018 time:10:50pm non- fasting, result 4:234mg/dl date:(B)(6) 2018 time:10:50pm non- fasting, result 5:207mg/dl date (B)(6) 2018 time:10:49pm non- fasting. I spoke to the customer and her dad on (B)(6) 2018. The customer is concerned that the meter is giving erratic readings. It is giving results all over the place. The customer is not testing fasting. Customer was advised on proper testing technique and blood glucose fluctuations after recently eating. Customer concern with erratic readings 73 and 369mg/dl. Customer states that she is having a headache and it may be related to her diabetes. Customer does not need to seek medical attention now. Customer is using tandem diabetes insulin pump; it is not a continuous glucose monitoring device and does not alert her of too high or too low glucose readings. Customer has not physically seen her endocrinologist but has an appointment (B)(6) 2018. Customer stores the test strips at home in the bedroom, however, customer takes test strips with her in her purse daily. Test strips may have been exposed to changes in temperature. Customer lives in (B)(6). Customer is using alcohol wipes to clean her fingers, customer is wiping the first drop and is squeezing to test with the second drop. Advised customer on proper way to test.